Manufacturer narrative:
The device was returned to our quality department for analysis. The visual inspection of the product showed no non-conformities. The valve is clean, colorless liquid is visible in the reservoir and in the valve, without any deposits. We observed that upon return, the valve was adjusted on its medium operating pressure, which is consistent with the user's declaration. In addition, we observed difficulties to adjust the device, both upon return and after cleaning. Therefore, it is very likely that the valve remained on its initial setting despite the two attempts to adjust its operating pressure. Adjustment difficulties may appear during the use of the device for many reasons, which are detailed in the instruction for use of the polaris valves. In addition, the IFU provides a troubleshooting process to follow in order to counter the possible adjustment difficulties.

Event description:
The surgeon adjusted the valve to its fourth operating pressure, then later to its fifth operating pressure. However, upon performing an x-ray examination to confirm the adjustment, it was found that the valve was still adjusted on its initial operating pressure.

Event description:
The surgeon adjusted the valve to its fourth operating pressure, then later to its fifth operating pressure. However, upon performing an x-ray examination to confirm the adjustment, it was found that the valve was still adjusted on its initial operating pressure.

Manufacturer narrative:
The device was returned to our quality department for analysis. The visual inspection of the product showed no non-conformities. The valve is clean, colorless liquid is visible in the reservoir and in the valve, without any deposits. We observed that upon return, the valve was adjusted on its medium operating pressure, which is consistent with the user's declaration. In addition, we observed difficulties to adjust the device, both upon return and after cleaning. Therefore, it is very likely that the valve remained on its initial setting despite the two attempts to adjust its operating pressure. Adjustment difficulties may appear during the use of the device for many reasons, which are detailed in the instruction for use of the polaris valves. In addition, the IFU provides a troubleshooting process to follow in order to counter the possible adjustment difficulties.